Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2011, the pt underwent repair of an abdominal aortic aneurysm. The pt had a heavily calcified common iliac artery causing tight access. The sheath met resistance and was forcibly advanced. The device was advanced outside of the sheath. The deployment line was pulled; however, the device did not deploy. The device was removed. Another trunk-ipsilateral leg component was implanted. Later that day, a hematoma was noted at the access site. There was a tear at the access site which was stitched up. The pt tolerated the procedure. The device has been returned to gore and is under eval.